Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# (B)(4) serial#, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported they had some complications related to implant surgery and stated they were on pain medication during the first week from this. The patient clarified the complications had to do with "getting the old wires out". The patient reported "they had to do more incisions than planned". The patient stated they had trouble getting the old wires out and reported "part of one is still left in". The patient stated surgeon had to leave it in because they were doing too much cutting close to patient's spine. This all occurred during implant. Agent did not ask about the circumstances that led to the reported issue.